Event description:
The laser system has the following problem: "system kick off while into warm-up mode". No adverse effects to patient were reported, the failure happened during installation.

Manufacturer narrative:
The problem was due to power supply rack failure. After the replacement of this component, the laser system restarted to work correctly. We are unaware about patient injury, the failure happened during installation.